Event description:
Bayer case number: (B)(4) abdominal pain [abdominal pain], weight gain [weight gain] , heavy menstrual bleeding [heavy menstrual bleeding] , joint pain [joint pain] , muscle pain [muscle pain], chronic fatigue [chronic fatigue], difficulty finding words [word finding difficulty] , deficiency anaemia [deficiency anaemia] , dizziness [dizziness] , feeling cold [feeling cold] , achilles tendon pain [achilles tendon pain] , heart rhythm disorder [cardiac dysrhythmias] , leg oedema [leg oedema] , teary eyes [teary eyes] , itchy eyes [itchy eyes] , bloating [bloating] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion medically important), heavy menstrual bleeding ("heavy menstrual bleeding"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("chronic fatigue"), aphasia ("difficulty finding words"), deficiency anaemia ("deficiency anaemia"), dizziness ("dizziness"), feeling cold ("feeling cold"), tendon pain ("achilles tendon pain"), arrhythmia ("heart rhythm disorder"), oedema peripheral ("leg oedema"), lacrimation increased ("teary eyes"), eye pruritus ("itchy eyes") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to weight increased, heavy menstrual bleeding, arthralgia, myalgia, abdominal pain, fatigue, aphasia, deficiency anaemia, dizziness, feeling cold, tendon pain, arrhythmia, oedema peripheral, lacrimation increased, eye pruritus or abdominal distension. The reporter commented: patient¿s current status: increase in disorders and undesirable side effects over the years. Removal considered. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) abdominal pain [abdominal pain] , weight gain [weight gain] heavy menstrual bleeding [heavy menstrual bleeding] , joint pain [joint pain] , muscle pain [muscle pain] , chronic fatigue [chronic fatigue] , difficulty finding words [word finding difficulty] , deficiency anaemia [deficiency anaemia] , dizziness [dizziness] , feeling cold [feeling cold] , achilles tendon pain [achilles tendon pain] , heart rhythm disorder [cardiac dysrhythmias] , leg oedema [leg oedema] , teary eyes [teary eyes] , itchy eyes [itchy eyes] , bloating [bloating] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2025. The most recent information was received on 27-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion medically important), heavy menstrual bleeding ("heavy menstrual bleeding"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("chronic fatigue"), aphasia ("difficulty finding words"), deficiency anaemia ("deficiency anaemia"), dizziness ("dizziness"), feeling cold ("feeling cold"), tendon pain ("achilles tendon pain"), arrhythmia ("heart rhythm disorder"), oedema peripheral ("leg oedema"), lacrimation increased ("teary eyes"), eye pruritus ("itchy eyes") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to weight increased, heavy menstrual bleeding, arthralgia, myalgia, abdominal pain, fatigue, aphasia, deficiency anaemia, dizziness, feeling cold, tendon pain, arrhythmia, oedema peripheral, lacrimation increased, eye pruritus or abdominal distension. The reporter commented: patient¿s current status: increase in disorders and undesirable side effects over the years. Removal considered. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jun-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.